Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint can be confirmed on the 01c-smv3v3 based on a lot history review. The reported complaint can be confirmed. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. Corrective actions are in process.

Manufacturer narrative:
The device is not available for evaluation. A lot number was provided. Investigation is pending. Additional reporter: (B)(6).

Event description:
The event involved a 3 gang 1o2 manifold w/check valve, rotating luer, appx 1.2ml where it was reported there was leakage. The universal valve was needed to be used for infusion, and the operation was operated according to the instructions when using. When the nurse found that the universal valve was leaking, the nurse immediately replaced it. And the universal valve was used smoothly without further adverse events. Results: timely treatment with no other effects on the patient. The intention for use was ¿as a device for multi-channel drug delivery in the process of intravenous infusion, the product provides multiple drug delivery paths, in which the check valve is designed to prevent liquid backflow, and the function of pumping back liquid can also be realized through the button device with the valve body.¿ there was patient involvement but no patient harm.